Manufacturer narrative:
The insulin pump received with the operating currents within spec. And passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. The insulin pump received with cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for unexplained high blood glucose levels on (B)(6) 2016 with a blood glucose level of 459 mg/dl. The customer felt fatigued and was vomiting. The customer was treated for their blood glucose with shot and bolus. The customer was wearing the insulin pump during their hospital stay. The customer returned the product for analysis.